Event description:
It was reported that there was possible premature battery depletion. It was further reported that the battery longevity estimation decreased two years in approximately three months. It was also reported that the ventricular lead has chronic low impedances and there has been an increase in low impedance paces. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer(devices only). (B)(4). Concomitant product: 4951m implantable pacing lead 2004 (B)(6).

Event description:
Additional information was received and reported the implantable pulse generator (ipg) was explanted and replaced and the leads were capped and replaced with transvenous leads. No patient complications have been reported as a result of this event.

Event description:
Additional information was received and reported the implantable pulse generator (ipg) was explanted and replaced and the leads were capped and replaced with transvenous leads. No patient complications have been reported as a result of this event.